Event description:
Meter name: one touch ultra. Strip name: one touch ultra test strips. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: unknown. The pt reported that the meter is constantly displaying error message. The meter allegedly prompts "error 4". The result on the pt's meter was documented as "500-600"(units not specified). The 14 day average was documented as 425mg/dl. There is no result documented from any other source. There was no comparison between the pt's meter and another device. There was no treatment. The pt tried to use test strips from three different vials.